Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The strata valve is designed to allow for non-invasive adjustment. Additional patient/device information: it is unknown if the patient¿s valve has been adjusted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the adjustable pressure shunt due to cerebral hemorrhage on (B)(6) 2014. According to the report, the patient had a CT scan on (B)(6) 2014 and the doctor said the patient¿s cranial pressure was high. Reportedly, the doctor suggested that the pressure be adjusted. The report stated that the patient was in a coma.